Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (batteries not lasting) was confirmed. Upon investigation, the monitor was intermittently powering on and powering down, causing communication issues with the batteries. The cause for the failure was isolated to an intermittent j1 battery connector. The root cause for the defective j1 connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient was reporting that their batteries were not lasting.